Event description:
In 2004, the destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the patient had an alarm and the pump reverted from auto to fixed rate mode and back to auto. The patient also experienced a similar episode in april. At that time, x-rays were taken and showed to be inconclusive. Waveforms were also taken and results appeared normal. No further action was taken at that time, as symptoms resolved and could not be induced by manipulation of the lead. The alarm condition can now be induced by manipulating a portion of the extended lead. The outer jacket of the percutaneous lead was intact, but the suspect area appeared differnt to the touch. The patient reportedly manupulates the percutaneous (perc) lead. The vad coordinator splinted the suspect portion of the perc lead, and the alarm conditions resolved. The pump was operating normally at that time. The x-ray results showed an area of concern on the extended perc lead. The perc lead was splinted and the rate control fault alarm subsided, but recurred when the patient was discharged. The patient was re-admitted to the hospital, and the manufacturer's technical service person was sent to the hospital to do a repair on the extended perc lead. The patient was placed on an ip drive console and stroke volume limiter during the repair and was supported without incident. The perc lead was severed proximal to the area of concern. The rework was completed successfully and the portions of the lead removed during the procedure will be sent to the manufacturer for analysis. The patient remains on lvad support.